Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the stations did not display patient orders when in non profile mode and only showed a list of available medications. A technical support specialist (tss) shared the knowledge article "request to change station to or from profile mode" and informed ae. The tss then closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user requested switch this pyxis machine (vhh3gi) from profile mode to non-profile mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.